Event description:
The customer reported the white female luer broke while disconnecting the valve from the umbilical line after a blood transfusion. There was no pt harm or medical intervention. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.